Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedance. Additionally, per the clinic, loss of capture has also been observed. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range impedance. Additionally, per the clinic, loss of capture has also been observed. Technical services (ts) was consulted for further review and recommendations. No adverse patient effects were reported. This product remains in service. Additional information received on 29-sep-2025 indicates x-ray imaging was performed, and a lead fracture was clearly observed. It was noted capture can still be seen occasionally. The patient is elderly and the health care professional (hcp) suspects there will be no lead revision. As such, ts recommended looking at the degree of capture for a longer period of time while at the outpatient clinic before deciding whether to leave the lead on. The hcp could also consider a holter monitor in order to obtain data from the electrocardiogram (ECG) in the home setting.